Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported from a customer from (B)(6) that on (B)(6) 2020 sometimes the flow rate display is incorrect on the rotaflow console. It is not provided when the failure occurred. It is requested but still pending. Complaint ID: (B)(4).

Manufacturer narrative:
The reported failure "flow rate display incorrect" occurred during priming. No patient was involved. According to the field service technician on 2020-03-23 "although the operation has been confirmed and continuous operation has been performed for a long period of time, the reported failure "flow rate display incorrect" are not reproduced. Looking at the am value of the drive during continuous operation, no significant fluctuation was observed." The device is back in use. The technician discussing about preventive replacement of the flow measuring board inside the console. About the replacement of the preventive replacement of the flow measurement board the dcu advice the technician via communication field in the complaint that the technical support should be contacted about the repreventive replacement. The rotaflow risk analysis version v06 (dms# (B)(4)) chapter h1.1.1.35 was reviewed on 2020-03-23 with the following outcome: the most possible causes for the reported failure "flow rate display incorrect" could be determined as: malfunction of the flow measurement system: zero flow calibration failed; incorrect flow measurement; device used out of specification; software error. The instructions for use rotaflow/ 4.2 / en / 13 was reviewed on 2020-03-23 with the following outcome: in chapter 2.2 general safety instructions 2.2.6 monitoring and sensors flow measurement it is described as follows: please note that flow measurements are less accurate with flows less than 2 lpm. Use an independent external flow measurement in this flow range. Chapter 4.4 pump configuration 4.4.4 blood temperature as basis for flow measurement. To achieve the specified flow accuracy, calibrate the flow sensor, check ist functionality before each application and define the current blood temperature range. The reported failure "flow rate display incorrect " occurred during priming and could not be confirmed. The device was directly involved in the incident. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).